Manufacturer narrative:
The reported event of no ipg communication was confirmed. As received, the ipg was unable to communicate with a lab clinician programmer. Testing identified characteristics consistent with a failure in the ble circuitry since the advertising channels were not being broadcasted at the correct frequencies. The ate test could not be performed since the ble interface was not functional. The ipg uses the ble interface to communicate with the ate.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's ipg would not communicate with external devices. Manufacturer's representative was unable to connect to the ipg using clinician programmer. In turn, surgical intervention was undertaken wherein the ipg was explanted and replaced. This addressed the issue.